Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint cannot be confirmed. A visual inspection was performed to reveal any gross visual defects that may contribute to the complaint condition, however none were observed. To test the functionality of the device, both triggers were pulled per the technique used to deploy the implants. Both triggers functioned as intended. Since the issue experienced by the customer could not be reproduced, no root cause is available for the reported failure. A non-conformance search was conducted to investigate any defects identified during production that may contribute to the complaint condition. No lot number was provided which precludes in conducting a qlink search for non-conformance's. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4), incomplete. The lot number is unknown.

Event description:
It was reported by the affiliate via cst that during the surgery when the shot was fired, the omnispan could not be placed. The surgery was delayed by 5 minutes. The procedure was successfully completed by using other cod. There were no fragments generated. There was no harm to the patient and not required any other medical intervention. Additional information received from the affiliate reported the lot number is not available and the event occurred the first time the device was used.